Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable high ise indirect gen.2 sodium results for 50 patient samples over two days. On (B)(6) 2017, after receiving high results, the customer changed the internal standard solutions, the ise diluent, and the reference solution. The customer then repeated the patient samples with the same results. After changing the nacl solution, the generated results were lower. An example was provided of an original result of 149 mmol/l then a repeat result of 142 mmol/l. On (B)(6) 2017, the qc had been within range in the morning, but after a couple of hours, the results became unacceptable. The customer performed electrode maintenance and ran samples to proteinize the electrodes. However, the sodium results remained high. The high erroneous results were reported outside the laboratory. There was no adverse event. The sodium electrode lot number and expiration date were requested but were not provided. The field service representative found the ise probe and internal standard bath were worn. He replaced the sipper probe and tubings, performed mechanical adjustments, cleaned all related components, and replaced all syringe seals. He performed operational and mechanism checks which all passed. The customer performed calibration and qc with acceptable results. There were no past or new complaints of this nature on a like instrument at this site during the past 12 months.